Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had stuck button error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had blank. Customer was assisted with troubleshoot and display returned. Customer stated that the insulin pump had pump error alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Neither blank display, trace pointers are invalid nor keypad unresponsive or button error alarm found during testing. (B)(4).